Event description:
It was reported that the pt had a urinary track infection for about three weeks. The infection was apparently resistant to ciprofloxacin and maybe bactrim. It was later reported that the pt experienced a lack of therapeutic effect while stimulation was on. The pt stated she was put on a few antibiotics to clear a urinary track infection. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a urinary tract infection (uti) because the implantable neurostimulator (ins) was not working properly. The patient fell which caused one of the electrodes to break. The ins was turned off 7-8 weeks ago to treat the uti, but the patient had not been able to see the health care provider and kept getting more uti¿s due to urinary issues.

Manufacturer narrative:
(B)(4).